Event description:
Patient states with this box, 5 of the insets have fallen apart. This did not happen with the other boxes. Dose, frequency & route used; change set every 2 days. Event repapered after reintroduction: yes.